Manufacturer narrative:
All buttons functioned properly. However, the insulin pump had moisture damage on the keypad traces. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that the act/esc buttons were not working. The customer reverted to a back-up plan. Customer stated that the anomaly could be due to sweat as the customer was working in the garden at the time. Customer stated that their blood glucose was fine now.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.